Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00956; related manufacturer reference number: 1627487-2020-00960. It was reported that the patient began to experience stinging and burning sensation around the ipg and lead incisions following a MRI. It is unknown if the ipg was placed into MRI mode prior to procedure. Surgical intervention may be pending to address this situation.